Event description:
A malfunction code was reported, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.